Event description:
The rep reported the device was used during a laparoscopic inguinal hernia repair. It was reported the ems were not forming correctly into cooper's ligament. The stapler came out of a laparoscopic hernia tray. An individual ems was opened to complete the case. There was no consequence to the pt.